Manufacturer narrative:
Additional information has been requested from the customer, including when the device will be returned for evaluation.

Event description:
On october 15, 2019 ad-tech received a recall acknowledgement form, for the drill sleeve guide (expanded) recall, from an impacted customer stating that "drill bit seizing was occurred two times in our institute. 2017/02/08 --> drill bit seized by drill sleeve guide was returned via nk; (B)(6) 2019/--> scrapped". Based on this information, an MDR was filed for each incident. MDR 2183456-2019-00044 will document the second "drill bit seizing in guide" issue from (B)(6) 2019.